Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from the date of manufacture 03/23/2007 to the present date 01/20/2021 and note that this device has been returned for service [insert number of times] without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device displayed an alarm/error code message. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed an alarm/error code message. There was no patient involvement.